Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer performed fixed prime and the insulin did not exit. The customer was advised to run manual prime with empty insulin pump until the piston reaches the end of travel. The customer stated that the insulin pump alarmed no reservoir. The customer performed plunger push and the insulin did not exit. The reservoir will be returned for analysis.